Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed pressure transducer test during pre-use check . The problem was solved by replacing the nozzle unit of the gas modules. The provided logs confirmed the reported pressure transducer test failure dated 2021-08-17. No alarms or technical error has been generated at the above mentioned date. The replaced nozzle unit was not returned for investigation, therefore the root cause for the reported problem m could not be determined.

Event description:
Manufacturer's ref#: (B)(4)

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).